Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010479, in question was manufactured at the reynosa site. DHR review: the lot 6010479 was manufactured according to the work instruction (wi) version 20 and packaging in the multivac m14 on 02-dec-2024, with a total of (B)(4) units. The sub-assembly: cannula of the lot 6010479 was manufactured according to the work instruction (wi) version 16 and manufactured in the machine lc04, on 24-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4l03959 was manufactured according to the work instruction (wi) version 15 and manufactured in the machine lc01, on 01-dec-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m00567 was manufactured according to the work instruction (wi) version 15 and manufactured in the machine lc01, on 03-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage on (B)(6) 2025. No further information available